Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the insulin delivery histories revealed that the recorded values added up to the total daily doses and correctly reflected the programmed basal rates. The total daily dose history reflected a switch from am to pm prior to the event date. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, the patient¿s health care professional stated that the pump was not delivering insulin accurately and had requested the pump be replaced. It was noted that multiple loss of prime warnings had been emitted by the pump. Customer support reviewed the history with the reporter, which showed no notable interruptions in insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.